Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient was having coupling and communication issues. The patient hadn't used stim for 7-8 months and couldn't remember the last recharge session. There was no communication with (B)(6), patient programmer, (B)(6). Additional information received noted that the patient was able to obtain a charge on her device. The patient had to have the por (power on reset) reset and had not called with any further issues. It was unknown if this was a confirmed over-discharge.